Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed tower door 4 did not appear in the list of devices under recover storage space. A field service engineer remotely accessed and found that the station password had expired. Using beyond trust, the internet protocol (ip) address for the network interface card controlling the drawers was temporarily changed, which caused all storage spaces to fail. After reverting the ip and rebooting, no failed storage icons appeared. Multiple attempts to inform the customer were unsuccessful. The issue appeared resolved, and customer support center could inform the customer that no further action was needed if customer followed up. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door 4 was failed to recover storage space. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.